Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Device was also received with moisture damage on the motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the pool with the insulin pump and then the display went blank and would not turn back on. The customer stated the device was not bumped or dropped but he could see fluid under the lcd display. Blood glucose value was 229 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.